Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air came into the port of the vizigo sheath. After the procedure completion, while being filled with water in the "airtray", a varipulse catheter was inserted into the vizigo sheath to verify whether air would be mixed in or not. Air was then found to be mixed in. When the catheter was pulled out and inserted in quickly, air came into the port of the vizigo sheath. While being in that situation and being the bottom of the port hold lowered, when the catheter was advanced into the sheath, air moved into the sheath inside and came out from the tip of the sheath into the "airtray". There was no patient consequence reported. Additional information was received on 06-feb-2025. No patient involved during this issue. This experimental trial was performed after the procedure was completed. Additional information was received on 14-feb-2025. When using a sheath with large diameter, such as those used for cryo ablations, water is filled in "air tray" and air is bled out before insertion into the patient¿s body in order to reduce the risk of air embolism.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 00002718 and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).